Event description:
Device history record was reviewed and nothing was found related to the reported event. A partial device log history was reviewed. Several technical error 43 and 45 were found which confirms the reported event. The device was not returned to brézins as repairs were carried out locally. According to provided information, the display board has been replaced, that solved the issue. The display board sent back to brézins for further investigation. Despite our vigilance, the package was lost on our premises. Although the reported event could not be reproduced the complaint description was confirmed by error 43 and 45 found in the log review. From complaint description it seems that the cause of the event could be linked to a defective display board, but this cannot be confirmed without proper investigation test in brézins. To our knowledge this complaint is not being related to patient safety. This complaint is considered as: valid. The trend is: normal.

Event description:
The following has been reported: the pump has only a blue display and the text is not visible during an alarm. Biomed replaced the display card and it is now showing. Reporting as a conservative measure. No adverse event effects were reported. Additional information is needed to complete the investigation.

Manufacturer narrative:
N/a.